Event description:
It was reported that on august 3th a novasure procedure was performed and during the beginning of the procedure after passing the cavity test and starting the ablation the anesthesiologist requested that the doctor stop what they were doing as the patient's heart rate went down to 30. The doctor stopped the ablation and the anesthesiologist stabilized the patient. The doctor began again and the patient's heart rate dropped to 30 again. The doctor stopped the ablation again. The anesthesiologist noted they were able to keep the patient stable and the procedure was completed successfully. The patient is recovered and doing well. No further actions were required. No additional information available.

Manufacturer narrative:
D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.